Manufacturer narrative:
Device evaluation: underweight and opening on anterior. A visual and microscopic analysis was performed which identified: striated opening on anterior, crease fold and observed 40 mm dark patch edge material inside gel device. Base on the device analysis the final assessment is: a striated opening assessed as surgical damage like consist in the use of some surgical tool.

Event description:
Patient reported right side "capsular contracture," baker grade iii. Healthcare professional reported right side rupture. Healthcare professional additionally reported a "very mild infection and moderate asymmetry;" these events are not related to the device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Patient reported right side "capsular contracture," baker grade iii. Healthcare professional reported right side rupture. Healthcare professional additionally reported a "very mild infection and moderate asymmetry;" these events are not related to the device. Device has been explanted.